Manufacturer narrative:
The available information suggests that this lead remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp contacted boston scientific¿s technical services (ts) on january 24, 2017. The hcp reported that a yellow alert for high pacing impedance was declared. Trending shows a sharp increase in pacing impedance over the last week. Ts recommended that the patient should be seen in-clinic for diagnostic testing. Other configurations could be programmed to determine if impedance and threshold measurements improve. Despite multiple attempts, no additional information was available from the local representative.